Event description:
Customer called to report that the unicel dxc 600 synchron system generated erroneously high creatinine results. Customer was using two of the same instrument at the time of the event, and could not identify which instrument generated which results. The field service engineer (fse) inspected the instrument and ran 40 replicate precision runs on the instrument, but could not reproduce the issue. The fse advised customer that the problem was likely due to a sample handling issue. The fse verified instrument performance per established procedures. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were reported outside the laboratory, but were amended when the issue was flagged and prior to the initiation of patient treatment based on the results.

Manufacturer narrative:
The root cause of the issue appears to be related to sample handling. Upon follow up, customer stated that some unclean samples were found. Customer has not called back to report any further issues. Customer was not able to identify which instrument generated their respective results. This medical device report is based on the dxc 600i, serial number (B)(4). An additional medical device report ((B)(4)) was filed for the other dxc 600 pro instrument, serial number (B)(4), as medwatch #2050012-2012-00377. (B)(4).